Manufacturer narrative:
Device remains implanted.

Event description:
The manufacturer was notified on 25 jan 2016 that a perceval m has been implanted on a (B)(6) years old woman. On (B)(6), an echo has been done and showed a paravalvular leak noted 2 on 4 . The patient was doing well but the team decided to perform a tav (femoral approach ) ballooning of the perceval in order to try to stop the leak. It will be done in the next days. Additional information on (B)(4) 2016: (B)(6) 2016: a CT has been done and the images showed a typical invaginated valve which presented the symptoms of an oversized perceval. (B)(6) 2016: a 24 balloon has been introduce via a trans-femoral approach and the perceval m has been dilated successfully. The patient is doing well and there is no paravalvular leak anymore.